Manufacturer narrative:
Complaint allegation is confirmed. Visual evaluation noted that the cutting edges were chipped and strong abrasion marks around the shaft of the univers vaultlock® augmented glenoid primary reamer, large. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to wear and tear.

Event description:
On 09/17/2024, a sales representative reported via sems-06665108 that an ar-9230ag univers vaultlock augmented glenoid primary reamer was very dull and not effectively reaming the bone. Nothing broke inside the patient. Another vlk tray was opened to use another reamer to complete the case. This was discovered during a total shoulder procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.